Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "options" button on the touchscreen appears to "turn slightly white". Reportedly, the button is still functional. Customer's blood glucose level was not impacted.